Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented to the hospital complaining of diaphragmatic stimulation and having a drop in their heart rate to approximately 40 beats per minute. High right ventricular (rv) lead pacing threshold measurements and loss of capture were observed. A computerized tomography scan indicated the rv lead had perforated the patient. Immediate surgical intervention was performed and the rv lead was repositioned and remains in service. No additional adverse patient effects were reported.